Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels. Customer changed site and delivered a correction bolus to stabilize her blood glucose levels.